Manufacturer narrative:
(B)(4).

Event description:
Procedure type: end to end anastomosis of esophagojejunostomy. According to the reporter: during the procedure, the staples were visible from the anastomosing area upon firing while performing esophagojejunostomy. For that reason, another device was used to continue the procedure.